Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled back into the coronary sinus. It was noted that the lead had unstable threshold measurements with no capture in any vector. The lead was capped and replaced. No patient complications have been reported as a result of this event.